Manufacturer narrative:
(B)(4). The field service engineer replaced the fet inverter power 1 board that solved the problem.

Event description:
Customer reports that the image is intermittent and it is shrinking during fluoroscopy. When they reset solves the problem temporarily.